Event description:
Pt is a 72 yr old female, previously diagnosed with rheumatoid arthritis, who underwent right total knee replacement during 1985. She underwent revision of the component during 1993. The pt pesented with complaint of marked pain of the patella. She had recurrent effusions. A marked amount of instability was present with one to two plus varus/valgus instability of the knee. The pt was admitted to the hosp for revision of the knee. Intraoperatively, the tibial baseplate was found to be loosened. The tibial plate and insert were removed and revised. A tibial peg was also placed in the right knee. Intraoperative cultures of the knee were obtained and found to be negative for organism growth.